Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was trying to clip the insulin pump to herself and accidently dropped it. The insulin pump's display was solid white. The customer's blood glucose level during the incident was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a constant steady white light on the display due to vertical cracked lcd controller. Analysis was unable to perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump steady white light on the display. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.